Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two years ago right atrial (ra) lead impedance was out of range. Lead warning was triggered. The ra lead was capped and replaced by the lead in the left ventricle. No patient complications have been reported as a result of this event.